Event description:
Essure implanted in (B)(6) 2010. Pt presented with abdominal pain and abnormal uterine bleeding since the time of the essure procedure. The pt reports bleeding/spotting daily. Pt also now reporting a history of reactions to nickel jewelry. No confirmatory hsg performed due to loss of insurance. The physician believes that the pain and abnormal bleeding that the pt is complaining of is likely due to the essure device. The pt is being scheduled for allergy testing for confirmation of possible reactions to nickel.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warnings section below for pts with suspected hypersensitivity to nickel). IFU waring: pts with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).